Event description:
The customer reported an unspecified issue with pacing.

Manufacturer narrative:
(B)(4). The customer reported an unspecified issue with pacing. The complaint is still under investigation. A follow-up report will be submitted once the investigation is complete.